Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to verify the customer reported complaint. Instrument was placed on an in house system and passed recognition and engagement test. Failure analysis investigation also found following unreported damage: instrument grips - tips carbide insert damage. The insert was damaged on one side of the grip near the tips edge and missing material. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the missing material from the carbide insert damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the large needle driver instrument was not recognized. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.